Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked battery tube threads, pillowing keypad overlay, cracked case (battery tube), broken belt clip rails, retainer knit line damage and cracked retainer ring. Cosmetic damage was confirmed at battery compartment during analysis. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the back of the pump at battery site. The customer reported no adverse event. The event involved product(s) mmt-1711kl. Troubleshooting was performed. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. The customer discontinued to use of the insulin pump. Mmt-1711kl was requested and the customer response was that the device returned.